Event description:
New information received notes the rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The programming changes were made. The patient was in stable condition and will continue to be monitored.